Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin and is wearing the cartridge tubing facing up. Tandem customer technical support educated caller to always use room temperature insulin and that the mobi cartridge is to be worn facing down when in use. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a manual insulin injection. Reportedly, the customer continued to use the pump for insulin therapy.